Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97745 patient programmer (ptm) (serial number nld127544n) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they got their implant (ins) replaced back in feb (pt confirmed due to normal end of ins battery life) and about a month later, they were only able to get their ins charged to abut 30-40% before the controller would display "finished" or "terminated". Pt mentioned that they also have trouble getting the recharger (rtm) lined up with the ins as well. Pt started a charging session of their ins and had excellent charging quality (controller 90%, ins 30%). Pt said when they received the terminated or finished messages, they usually just unplug the rtm because they did not know they could try to recharge any further. Pt was able to start charging for a couple of minutes and then the controller displayed "terminated". Pt tried to start their charging session again and the screen still displayed "terminated". Pt inspected the rtm and controller port; pt said they both looked good. The patient (pt) called back and stated they received the replacement recharger cord and confirmed their implant charging issue did not resolve. Pt stated their old recharger cord worked better than the new one and the screen still displayed finished at 30%. During the call patient services (pss) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt denied the controller powered on. Pt denied damages on t he ac power supply cord and controller charging port. Pt confirmed there was a green light on the ac power supply cord. Pt inserted aa batteries into the controller and the controller still did not power on. A replacement controller was sent out. No symptoms were reported. Additional information was received from the pt. Pt received their controller replacement and needed assistance setting it up. Patient services (ps) walked pt through controller setup steps and controller was successfully paired. Pt then ¿saw no device found screen¿. Pt mentioned that they've needed the ins badly these last 2 days. Ps walked pt through a passive recharge mode (pt had middle number ranging from 94 to 98). Pt was able to start recharging their ins with excellent charging quality (controller 90%, ins in the red). Pt confirmed they knew how to get their stimulation back on once their ins was recharged. Additional information was received from the pt. Pt called back and re-reported that when their ins gets to 30-40%, their controller displays "finished" or "terminated" and then they cannot proceed. Pt also mentioned that their controller was telling them to reposition even though they had tried 20 different positions and it was still not connecting. Pt did confirm that they allow the screen to go dark with charging. Patient services (ps) collected serial numbers from pt and found that they were using the old rtm and sent back the replacement r tm. Pt said the device had been working but then just started having the same issue again. Ps also sent email to prs to have a pt ID card sent out as the pt said they only had the pt ID card with their previous ins.